Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2026, intermittent power b broken faults activated. The intermittent fault persisted long enough to activate a driveline power fault. The alarm was silenced on (B)(6) 2026; however, it reactivated soon after. The alarm did not resolve before the driveline was disconnected and the system controller was shut down on (B)(6) 2026. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 ventricular assist device modular cable (lot number 10624460) was returned for analysis. Visual inspection revealed the inline connector had a dried white and green residue consistent with corrosion on the pins and base of the connector. The integrity of the wires in the modular cable was tested and the cable passed. The modular cable was connected to the returned system controller and a test pump, and the modular cable operated the pump for an extended period of time without any issues. The driveline fault alarm was not reproduced throughout testing. Provided information stated that the cause of the alarms was not identified and the alarms resolved following the controller and modular cable exchange. The root cause for the reported event was unable to be conclusively determined through this analysis; however, the corrosion within the modular cable is consistent with causing driveline power fault alarms to activate. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. A) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file captured driveline power (b) faults. The pump itself appeared to have been functioning normally.